Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend moved backwards on universal surgical manipulator (usm) 3. The customer reseated the sterile adapter but there was no change. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer will return the instrument through an RMA. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.